Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported screwdriver shaft was broken while the surgeon was removing the third screw out of six in removal surgery of distal fibula plate. Broken tip of the screwdriver shaft was left in the screw head. The surgery was complete with another screwdriver shaft. There was 90 minutes delay in the surgery. Patient harm reported was the delay in surgery. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
When a manufacturing evaluation was completed for the returned plate it was noted: the screw remains in the plate with the broken driver tip broken off and lodged in the screw head. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the 510k#: unknown, as specific part and lot numbers for the complaint screw were not provided. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported. This report is for one unknown screw/unknown lot number. Original implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.